Event description:
It was reported that during a da vinci-assisted urology surgical procedure using an xi system, an operating room (or) staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report error 40067 while the system was docked. The system was rebooted twice, with the error reappearing after the first reboot but resolving after the second reboot. The tse was unable to retrieve logs due to the reboots. The site later called back to report the issue had returned, and there was a non-recoverable fault on universal surgical manipulator (usm) arm 1. Logs had cleared from the power cycle, but the customer restarted the system with no further issues. Subsequently, the staff called back to report that the 40067 errors returned towards the end of the procedure, prompting the customer to undock the patient side cart (psc) and converted to traditional laparoscopic surgery. The tse reviewed the logs and identified 40067 errors from ac_1a, along with a 25730 error indicating a communication loss at the axes controller setup (acu) in proximal set up joint (psuj) 1. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1, proximal set-up joint and distal set-up joint. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.